Manufacturer narrative:
The manufacturing location for this product is rr donnelley. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd¿ whitacre spinal tray ¿the doctor had injected the patient with the syringe and noticed a piece of glass inside the syringe. There was not medical intervention or harm to the patient.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: the batch: 6237374 of the final product 5ml glaspak ls syringe, were analyzed for the tests to verify "broken tip" and no records of this defect were evidenced. There are no records of quality notification (qn) or non-conformity material report (ncmr) of foreign matter or broken tip, for the lot involved in this complaint according to the history of the lot above. DHR review: the batch: 6237374 of the final product 5ml glaspak ls syringe, were analyzed for the tests to verify "broken tip" and no records of this defect were evidenced. Samples/ photos: according to the visual analysis of the photos received, it was possible to verify that the foreign matter in the syringe is the broken nozzle of another syringe that was broken and fell inside the barrel of the claimed syringe. Based on the investigation performed for the broken nozzle complaint in the glass syringe the root cause of this incident may have been caused during the stage of the final syringe assembly machine and was not detected during subsequent inspections. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored. Other taken action: the operators responsible for 100% inspection, final statistical release, manufacturing and the syringe packaging area were notified through a memo about this complaint, reinforcing the importance of correctly performing the 100% check and taking due care in handling of the product during the assembly process in order to avoid recurrence.